Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Not explanted - valve-in-valve.

Event description:
A mitroflow lxa21 was implanted on (B)(6) 2013 due to severe aortic stenosis. In 2019 a valve-in-valve was scheduled due to worsening dyspnea on exertion and fatigue during activities. The patient was in nyha class iii at follow-up in 2019, with a peak gradient of 68 mmhg and an aortic valve area of 0.68 cm2. The patient had diffuse coronary disease and a history of hyperlipidemia and hypertension. Reintervention was performed on (B)(6) 2019. The patient passed away post-operatively on (B)(6) 2019.

Manufacturer narrative:
Correction: the following narrative comments were mistakenly omitted from the previous report: the manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not available for return, no device investigation can be performed and the root cause of the event cannot be established. However, no manufacturing deficiencies were identified from the document review performed. It is possible that the patient's specific clinical condition and risk factors (hyperlipidemia, hypertension) contributed to the reported event; however, this is not possible to confirm. The relationship between the patient's death and the device was not reported, and cannot be confirmed.